Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that three days following the trial procedure, the patient experienced numbness in their left leg. The patient got out of bed and the leg gave way. The patient underwent magnetic resonance imaging (MRI) and it revealed some cord compression. The patient underwent a lead explant procedure and their numbness was resolved.